Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-sensed t-wave oversensing was observed on the ventricular channel via remote transmission. Patient was asymptomatic. Programming changes were recommended. No further information available.

Event description:
New information received notes that programming changes were made, and no further oversensing was seen. No patient symptoms were reported after the changes.